Manufacturer narrative:
Only the catheter was received in relation to this complaint. Upon inspection, it was clear that the catheter connector detachment feature was aligned 90o away from the detachment arrow. This would result in the catheter being in the detach position when the user believed it to be in the attach position. This explains the issues observed during the affected procedure. The physician was likely able to complete several ablations by slightly rotating the connector in either direction during attachment. This would allow for the locking pins to get enough grip on the locking groove of the connector to maintain a connection. This complaint falls under CAPA (B)(4) and the MDR noted at the top of the page. The issue has been traced to an incorrectly made catheter connector. Catheters built with the affected connector have been recalled.

Event description:
C2 therapeutics became aware of product malfunction on (B)(6) 2018. During a cryoballoon focal ablation system procedure, the user experienced a balloon deflation and error message issue. The user also experienced the catheter detachment from the cryoballoon controller during the procedure. The user switched to a different cryoballoon controller and solved the issue. However, after a few ablation the cryoballoon controller errored out again.